Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump became hot to touch while connected to a power source. The pump declared multiple temperature alarms due to the pump being hot (expected operation of the device). The customer's blood glucose level was approximately 210 mg/dl. Reportedly, the customer reverted to manual injections available for insulin therapy.